Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the ballon ruptured at 8atm. The procedure was completed with another of the same device. No patient injury was reported.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the ballon ruptured at 8atm. The procedure was completed with another of the same device. No patient injury was reported. It was further reported that the stenosed target lesion was located in the second right posterolateral segment artery. The balloon got ruptured at 8atm within 2-3 seconds. The device was removed completely from the patient's body and the patient was in good condition after the procedure.